Event description:
In 2007, the patient reported that he has been experiencing elevated blood glucose for the past 3 weeks. He stated that he has been bolusing through his infusion device to lower his blood glucose readings and this only resolves the issue intermittently. The patient's normal blood glucose range is 60-180 mg/dl. He stated that over the past 3 weeks his average blood glucose level has been 150 mg/dl and his normal average is 110 mg/dl. The highest blood glucose reading the patient has received is 400 mg/dl. He feels the infusion device is not delivering insulin properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.